Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during shoulder cuff surgery, the osteoraptor anchor fractured during implantation. The procedure was completed with a non-significant delay using a back-up device. All broken pieces were removed with tweezers. No patient complications were reported.

Event description:
It was reported that during shoulder cuff surgery, the osteoraptor anchor fractured during implantation. The procedure was completed with a non-significant delay using a back-up device in the originally drilled bone hole. All broken pieces were removed with tweezers. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5: event description¿ h3, h6: ¿the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found labelling confirming the product identification information. The anchor is in a plastic bag, but the condition of the anchor cannot be determined through the bag. A visual inspection of the returned device found that it is not its original packaging. The device has been deployed, and the sutures were not returned. There is debris on the device, and no fracture of the anchor can be seen. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. ¿